Manufacturer narrative:
Based on the available information the device is not available as it remains implanted and therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient may undergo a revision surgery due to reasons that were not reported.

Manufacturer narrative:
The reported event that could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows little radiolucence anteriorly, but there is no clear loosening or migration. The talar component shows radiolucence and cysts around the component and the pegs. Therefore, loosening can be confirmed, but there is no clear sign of migration. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cysts around pegs of talar component. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may undergo a revision surgery due to reasons that were not reported.